Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-1747-b trimano fortis reusable leg holder batch 68750168 was received for investigation. Upon visual evaluation, the base plate was bent closed where the attachment is. The rivet was missing, most likely because of the bent. The most likely cause of this condition is misuse by the end user.

Event description:
On 07/18/2024, it was reported by a sales representative via sems-(B)(4) that an ar-1747-b trimano fortis reusable leg holder had one of the screws break out during the case. The patient was not affected. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.